Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The ventilator was returned with the allegation of a ventilator inoperative alarm having occurred. At this time, we are unable to confirm the alleged malfunction as device evaluation has not yet been completed. A follow-up report will be submitted when the manufacturer's investigation is complete. This issue has been identified under the fsn 2023-cc-src-039. Problem cited: interruptions and/or loss of therapy due to a ventilation inoperative alarm

Manufacturer narrative:
The bipap a40 pro (gbx3100s19) is substantially similar to the bipap a40(1111169) and will be reported in the united states under bipap a40, k121623.